Event description:
It was reported that the patient experienced artificial urinary sphincter pump problems in which the pump did not perform cuff closing cycles. Boston scientific has been unable to obtain additional information regarding the circumstances.